Event description:
New information received indicated that the patient was in the ICU for an infection unrelated to the device. No intervention was performed. The patient was asymptomatic.

Manufacturer narrative:
Further information was requested but not received yet.

Event description:
Related manufacturer reference number: 2017865-2025-11864. It was reported that the patient's atrial and right ventricular leadless pacemaker were not adhering to its programmed base rate of 85 beats per minute (bpm). They would regularly revert to a base rate of 67 bpm's. No intervention was performed. The patient condition was stable.

Manufacturer narrative:
The reported complaint of pacing below the base rate during the session was confirmed. Based on the information provided, it was determined that the pacing anomaly was due to a continuing pmt response resulting from failed/delayed i2i acknowledgement message from vlp to alp. The communication failure was due to i2i colliding with i2p only during a telemetry session.